Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue microstream extension device indicating that during patient continuous monitoring, the microstream etco2 measurement extension module stopped without triggering an inoperative (inop) alarm. The sample line has been replaced, but the issue was still present. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.